Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances measuring 126 ohms. It was noted that the impedances went from 80 ohms to 126 ohms within three months. Technical services informed that this measurement is at the upper end of normal for this single coil lead. At this time, the lead remains in service. No adverse patient effects were reported.